Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level was 204 mg/dl. Additionally, multiple occlusion alarms occurred. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the occlusions. Reportedly, the customer had manual injections as alternate insulin therapy.